Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2014 at approximately 11:00 a.m., she experienced dizziness and dry mouth and was taken to a local emergency room by her husband. Customer's blood glucose was checked and a reading of 446 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and a urinary tract infection (uti) and treated with an antibiotic "nitrofuraton" (nitrofurantoin) and insulin via intravenous infusion. A subsequent reading of 239 mg/dl was obtained on the hospital meter after customer was treated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips (expired december 2012). All pertinent information available to abbott diabetes care has been submitted.